Event description:
Device malfunction: detachment from source. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that a trained physician attempted a carotid stenting procedure through heavy tortuosity, and the rapid exchange portion came off of the emboshield. The rapid exchange portion of the emboshield was captured with a snare device and a second emboshield. There were no patient effects. No add'l info available.